Event description:
A (B)(6) male pt underwent aaa repair with right approach. The pt was suitable for endovascular repair and the procedure was conducted as labeled; proximal neck diameter: 30mm, access route (right and left): 8-9mm, diameter of aneurysm: 50mm, no calcification or blood clots observed. Contralateral (left) iliac leg graft was eventually placed overlapping 2 stents of the main body though it was supposed to overlap only 1.5 stent. Final confirmatory angiography taken in the graft confirmed type IV endoleak from the main body. Then, body extension was additionally placed in the position of the second and third stents of the main body. However, endoleak was not resolved. Due to the placing positions of the extension and the left iliac leg, the body extension occluded proximal site of the contralateral (left) iliac leg graft, which resulted in absent pulse in the left extremity. Then, fem-fem bypass was performed, and blood flow returned; (1820334-2012-00480). There has been no adverse effects to the pt reported.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.